Manufacturer narrative:
(B)(4). The exact date that the event occured is unknown. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of the evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). After further investigation by baxter personal, it was found that the undetermined malfunction was particulate matter on the bladder. A follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit noted a black lint particle on the surface of the reservoir. The cause of the condition was due to manufacturing operator error, during the assembly process. Awareness training was conducted for all applicable manufacturing operators.

Event description:
It was reported that prior to product use there was an undetermined malfunction of the intermate device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.